Manufacturer narrative:
Additional information from the reporter states, "patient bleeding from access sites, foley, gums. Plasma given." Therefore, h6 health effect code f2302 has been added.

Event description:
A 77-year-old male patient presented with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities are unknown. Clinical assessment prior to initiation of mechanical circulatory support identified the patient as scai shock stage c. To provide hemodynamic support, an impella cp c10 device was implanted via the right femoral artery using a 14 french low profile sheath. There were no known complications during access or insertion. Post procedure, groin oozing at the access site was observed; this was effectively managed using manual pressure without subsequent escalation. While on impella support, the purge solution consisted of d5w with bicarbonate. Device performance remained within the expected range for the selected support level, with reported flow at 1.9 l/min on p-4. The patient tolerated support appropriately and was successfully weaned over the course of two days, after which the impella cp c10 and associated low-profile sheath were removed. Following explant, the treating physician noted clot when aspirating the sheath. The physician expressed concern over the thrombotic burden observed and indicated this as a point of consideration for future cases involving the cp10 platform. No additional adverse events related to device function or insertion were documented.

Manufacturer narrative:
A4 and a6 are unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.